Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive and the issue progressed to occurring continuously, while blood glucose was unaffected and measured at 143 mg/dl at the time of contact. Symptoms included no adverse clinical effects. Outcomes included replacement of the ilet and clip, guidance to shut down the device to avoid further alerts, and instruction to return the affected pump with a provided shipping label. Investigation included troubleshooting and user education. Investigation of this case revealed a suspected device malfunction related to the hardware interface of the sleep/wake button consistent with prior similar reports of unresponsive user controls. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.